Event description:
Tip of the bit on the hand drill broke off in the bone (s1) when drilling the pilot hole for the screw during an anterior lumbar interbody fusion l5/s1 with removal of lumbar hardware. Attempted removal of the drill bit but cage was stuck and bit was irretrievable.